Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 01-aug-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 01-aug-2024 listed on smartsolve. Daily total collection starttime: on (B)(6) 2024 00:00:00.000. Daily total of all insulin delivered: 0 (0 u). Daily total of basal insulin delivered: 0 (0 u). Daily tota l of bolus insulin delivered: 0 (0 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 01-aug-2024 in the formatted history file. Insert battery alarm was found on: on (B)(6) 2024 20:55:05.000, on (B)(6) 2024 21:05:00.000, power loss alarm was found on: on (B)(6) 2024 21:07:18.000, on (b)(60 2024 21:07:26.000, pump error 68 alarm was found on: on (B)(6) 2024 21:06:40.000, pump error 49 alarm was found on: on (B)(6) 2024 21:06:40.000, on (B)(6) 2024 21:06:57.000, pump error 23 alarm was found on: on (B)(6) 2024 21:07:07.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Per r&d engineer mark freger, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed, suspecting the hw issue related to internal battery (see r&d analysis attached). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.05 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date 01-aug-2024 listed on smartsolve and the days prior to the event date. (B)(6) 2024 daily total of all insulin delivered: 0 (0 u), (B)(6) 2024 daily tota l of all insulin delivered: 0 (0 u), (B)(6) 2024 daily total of all insulin delivered: 0 (0 u), (B)(6) 2024 daily total of all insulin delivered: 0 (0 u), (B)(6) 2024 daily total of all insulin delivered: 0 (0 u), (B)(6) 2024 daily total of all insulin delivered: 0 (0 u), (B)(6)2024 daily total of all insulin delivered: 0 (0 u), (B)(6) 2024 daily total of all insulin delivered: 0 (0 u), (B)(6) 2024 daily total of all insulin delivered: 0 (0 u), (B)(6) 2024 daily total of all insulin delivered: 0 (0 u). The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed according in the formatted history file, suspecting the hw issue related to internal battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2024. The customer experienced heart and kidney failure, high blood glucose and low blood glucose. The high blood glucose was treated with IV insulin drip (intravenous insulin infusion) and low blood glucose was treated with hospitalization: overnight stay. Other relevant history, including preexisting medical conditions: heart and kidney failure. Customer was not wearing the pump at the time of passing. The last known product(s) for this customer are as follows: unomedical, mmt-1880l, mmt-332a. Troubleshooting was not performed. No product return is required for unomedical. It was unknown whether the customer will continue to use the device. No product return is required for mmt-332a. Mmt-1880l was requested for return and customer has returned the device.